Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k113558, k222591.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic), gave a molecular false positive for candida tropicalis on 3 vials. Results were not reported out and no treatment had been started due to clinical symptoms not correlating.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: 3110070. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic), gave a molecular false positive for candida tropicalis on 3 vials. Results were not reported out and no treatment had been started due to clinical symptoms not correlating.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.